Event description:
The mother of the patient notified rn that the gastric-jejunal (g-j)tube was leaking at the extension connection site. The cap would not snap in tight and required taping to keep it in place. It appears that the gastric port fitting came free from the four (4) silicon anchors on the g-j tube housing. The jejunal port was not broken as it is firmly affixed internally to the jejunal lumen.the patient needed to be hospitalized 3 extra days in order toschedule an appointment in interventional radiology (ir) to replace the tube. Ir had to special order the tube and have it drop shipped to the hospital. This is the only way patient receives nutritional support.====================== manufacturer response for gastric-jejunal (g-j) enteral tube, amt g-jet- low profile gastric-jejunal enteral tube (per site reporter)======================as of this report, no response has been given.